Event description:
Hamilton medical ag received the following complaint description (summary): analysis of the log file showed that technical fault (tf) 431017 - (inspiration valve disconnected) occurred, indicating ambient mode, startup failure. No health impact and consequence were reported. No patient was involved.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton c3 ventilator displayed the technical fault (tf) ¿inspirationvalvedisconnected¿ (tf 431017) in a non clinical environment. The field technician verified that all voltage test points on the mainboard were within specification. The inspiratory valve was then replaced. After replacement, the device operated normally and the error did not recur. No patient was involved, and no patient related risk has been identified. No further information has been reported. The case is considered closed.